Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the load plate cover was loose in one spot and the battery lock was damaged. The front and bottom enclosures were also damaged. From the condition of the returned unit, the damages appeared to be due to normal wear and tear. The reported user advisory (ua) 16 (time-out moving to take-up position) was observed during functional evaluation. Further inspection of the platform, identified a defective drivetrain motor as being the cause of the observed fault. A review of the archive was performed and no faults were found to have occurred on the reported event date of (B)(6) 2014. The archive did; however, show the ua 16 fault occurring on (B)(6) 2014. Based on the investigation, the part(s) identified for replacement were the drivetrain motor, front enclosure, bottom enclosure and the battery lock. The loose load plate cover was also re-seated. In summary, the reported complaint was confirmed during archive review and functional testing and found to be due to a defective drivetrain motor.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message that was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.